Event description:
The customer reported a needle was exposed and protruded from the cartridge involving coulter lh 750 hematology analyzer. The customer had on appropriate personal protective equipment (ppe): laboratory gown, gloves, and eye goggles. Patient results were not impacted. Beckman coulter customer technical support (cts) advised the customer to leave the unit off. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) cleaned the needle bellows and slightly straightened the bent needle. The fse verified repair per established procedures. System test results conformed to the manufacturer's published performance specifications. (B)(4). This event was reviewed and determined to be reportable as part of bec CAPA process (B)(4).